Event description:
Elderly female pt had a severe allergic reaction during a sleep study. Pt had swollen sites where electrodes were placed and her face was swollen including the inside of her mouth and the uvula to the point that she experienced difficulty breathing. As a result of her reaction, pt hospitalized for five days. Pt had a nuclear medicine study done prior to this event. During this study, nuprep was used to prep the skin. Pt had a mild skin reaction. During the sleep study, ten20 was certainly used, and possibly nuprep. Electrodes remained in place overnight. During this study, her reaction was much more severe than during the (B)(4) study.

Manufacturer narrative:
Pt obviously has sensitive skin. We recommended that the pt be evaluated by an allergy specialist to determine what specific ingredients she is allergic to. The only ingredients common to both products are: 1, 2 - propanediol; methylparaben; propylparaben. All three common ingredients have been known to cause skin irritation with a small percentage of the population.